Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of the area not clean before starting pd (peritoneal dialysis) and peritonitis coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. On an unreported date, the patient was treated with vancomycin 1 gm, route and frequency not reported, fortum 1 gm ip, once and fortum 500 mg with each exchange. The reporter believed the peritonitis occurred because the area was not clean before starting pd and because the patient was under the treatment of (B)(6). Dianeal therapy was ongoing. Action taken with extraneal was not reported. The reporter believed the adverse event of peritonitis was unrelated and did not provide an assessment of causality for area not clean before starting pd. On an unreported date, remedial treatment with vancomycin 1 gr and fortum, 500mg with each exchange were discontinued. On an unreported date, the peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is use error- poor aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.